Event description:
Complainant alleged that while attempting to defibrillate a female pt, who was in cardiac arrest with a bradycardiac rhythm, the device issued a "shock advised" prompt for a heart rhythm, they believe was non-shockable. The clinician subsequently administered the shock to the pt; however, there was no change to the outcome of the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.